Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for the non-deployment pullout as the sample was not available. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code / lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of the case, the angioseal was inserted into the patient groin. The device and the hub were clicked together and then pulled back appropriately, but when the doctor pulled back on the hub, the entire device came out. Manual pressure was held and there was no patient injury. The device was inspected, and it was found that the anchor had never left the tip of the sheath. The estimated blood loss was less than 250cc. The patient recovered. The procedure outcome was completed successfully. Additional information was received on 07july2023: the procedure was a left leg peripheral arterial disease (pad) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Merit wires and csi balloons were used to treat the vessel on the other leg, this was a retrograde stick.